Event description:
A customer reported to baxter product surveillance of a clearlink set in which the vent did not work while it was used on glass containers. It is unknown when or in which care area this event occurred. There was no patient involved or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a companion sample was sent in for an evaluation. The secondary set was removed from the pouch and spiked into an in-house 1000ml glass container filled with reverse osmosis water. The set was then primed per label copy and checked for flow. The sample was then removed from the glass container and spiked into an in-house 1000ml solution bag also containing reverse osmosis water. The secondary set was attached to the first y-site of the carefusion set and the setup was checked for flow. No obvious visual defects were noted; therefore, the reported condition was not confirmed. The cause of the reported condition was not identified.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The package label was reviewed and found to be sufficient in providing instructions for use of the product.